Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) was 19 mmol/l and customer administered an insulin injection to address bg. Information regarding bg resolution was not provided. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.